Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 37 mg/dl at the time of the incident. The customer was at 600 plus mg/dl at the time of the call. The customer was given glucose gel to treat for the low and took 5 units to treat for the high. The customer experienced symptoms such as loss of consciousness. The customer is unsure if they were wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was experiencing a button error. The high resulted from treatment for the low. The insulin pump will not be returned for analysis.